Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/13/2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak working stitch would not slide through the knotless mechanism. This was discovered during a lateral extra articular tenodesis procedure on (B)(6) 2023. The fibertak was implanted in the patient. Additional information received on 11/15/2023: the case was completed using another ar-3636 knotless fibertak. The case was only a few minutes away and the patient suffered no negative effects on or after the procedure.